Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion of the matting part.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/27/2024, a sales representative reported via sems-06647322 that an ar-6480 dw arthroscopy pump shut off and kept moving fluid really fast and would not stop to maintain pressure. The patient was not affected. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.